Event description:
According to the report, the driver was used to implant a screw and the tip of the driver broke off in the partially implanted screw when torque was applied. The screw was removed using an alternate method since the tip of the driver remained in the screw and prevented the use of another driver. A new screw was implanted using a new driver. The only impact to the patient was a delay in surgery; if the event were to recur, injury is possible. The investigation into the reported event is ongoing and any results will be reported in a follow-up report.